Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock during atrial arrhythmia due to atrial undersensing (blanked events). The device was reprogrammed for enhanced detection. The atrial lead and the device remain in use. No further patient complications have been reported as a result of this event.